Event description:
It was reported that the ipg would no longer charge and function as intended. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. No device malfunction suspected. The patient was doing well postoperatively and the explanted ipg was kept by the facility.